Event description:
The pt was told his "lead was bad". The pt was experiencing a burning sensation and was unable to turn off the stimulation because his pt programmer was stolen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available..

Manufacturer narrative:
(B)(4).